Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the customer answered yes to the following survey questions. "Are you aware of any events associated with an interruption of communication or power between pc unit and modules?, is there any apparent damage or corrosion to the iui connector?, are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module? And are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient impact.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿interruption of communication or power between pc unit and modules¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue within a survey response of interruption of communication or power between pc unit and modules was not determined because no product or device logs were returned. The reported issue within a survey response of events associated with an interruption of communication or power between pc unit and modules could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient involvement was reported. The device is used for treatment purposes.

Event description:
It was reported the customer answered yes to the following survey questions. "Are you aware of any events associated with an interruption of communication or power between pc unit and modules?, is there any apparent damage or corrosion to the iui connector?, are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module? And are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient impact.